Event description:
Additional information received about 26 days later reported that the manufacturing representative was unable to meet the patient on (B)(6) 2014. She tried to talk the patient through recharging over the phone but the patient was unable to do this. They were trying to decide if the patient was going to have her device replaced. They were aware that this was the patient' s second overdischarge. Three days later it was reported the patient was scheduled for a device replacement the following day, (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that an overdischarge (od) condition was noted on the patient¿s implantable neurostimulator (ins) and that the ins was last charged about 1.5 months ago. The patient was instructed to do a physician mode recharge (pmr) procedure at home, but was unable to get communication after trying all night and was unsuccessful in recharging the ins battery (which they could do so in the past) at the time of report. The manufacturer¿s representative was going to meet with the patient to try to recharge but felt that it ¿mostly likely¿ will not recharge and that the they will need a new device. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).